Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part # 03.503.181 synthes lot # h890874 supplier lot # h890874 release to warehouse date: 01 apr 2020 supplier: (B)(4). No ncrs were generated during production review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the bend-templ f/matmand recon-pl angl 7+23h was broken in several fragments, all pieces were returned. While a root cause cannot be determined for the reported issue, it is possible that the plate was bent in an inappropriate direction leading to the breakage. The matrixmandible plating system surgical technique was reviewed. Following relevant statements were found: warning: these devices can break intraoperatively when subjected to excessive forces or outside the recommended surgical technique precaution: - minimize notching or scratching of the implant during contouring. These factors may produce internal stresses which may become the focal point for eventual breakage of the implant. Precautions: - avoid reverse bends as it may weaken the plate and lead to premature implant failure. - avoid sharp bends. Sharp bends include a single out-of plane bend of >30 degrees between two adjacent holes the review has also shown that for out of plane bending like in this case either the bending irons parts 03.503.077 and 03.503.078 or the bending pliers with nose part 03.503.056 should be used. If the bending pliers with nose is used the with out of plane and second step marked part of the tool has to be used. The duckbill end of the bending pliers with nose is used to bend the last segment of a plate, which is accordingly marked on the device. A dimensional inspection for the bend-templ f/matmand recon-pl angl 7+23h was unable to be performed due to post manufacturing damage. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the bend-templ f/matmand recon-pl angl 7+23h would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, that the template breaks during molding, and the imf l12 screw and screwdriver would not assemble. There was no surgical delay. The procedure was completed successfully, and the patient was reported as good. Concomitant devices reported: imf screw ø2 l12 sst (part number 201.932, lot 54p9784, quantity 1). Screwdriver (part number unknown, lot unknown, quantity 1). This report involves one (1) matrixmandible bendng template f/2.5/2.8mm angle recon plate. This is report 1 of 1 for (B)(4).